Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb. No fault was found on the backlight inverters pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui (graphical user interface) loss of communication error. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs to address the issue. The unit passed all testing and operated within the manufacturing specifications.